Event description:
This spontaneous case was reported by a healthcare professional and describes the occurrence of device dislocation ("essure migration") in a 61 year-old female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. The only concomitant product mentioned was losartan for hypertension. On an unknown date, the patient had essure inserted. In (B)(6) 2020 she experienced device dislocation (seriousness criterion medically important), pelvic pain ("pelvic pain") and postmenopausal haemorrhage ("postmenopausal bleeding"). Essure treatment was not changed. At the time of the report, all of the events were resolving. No causality assessment was received for essure with regard to pelvic pain, postmenopausal haemorrhage or device dislocation. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a healthcare professional and describes the occurrence of device dislocation ("essure migration") in a 61 year-old female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. The only concomitant product mentioned was losartan for hypertension. On an unknown date, the patient had essure inserted. In january 2020 she experienced device dislocation (seriousness criterion medically important), pelvic pain ("pelvic pain") and postmenopausal haemorrhage ("postmenopausal bleeding"). Essure treatment was not changed. At the time of the report, all of the events were resolving. No causality assessment was received for essure with regard to pelvic pain, postmenopausal haemorrhage or device dislocation. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 08-jul-2022: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.